Event description:
Thursday the (B)(6) 2022 - ebus ultra needle . Batch c1962549. Needle was inserted into tissue on the first attempt to gain sample and subsequently bent whilst attempting to gain said sample with a patient. An attempt was made to retract the needle into the sheeth to no avail and needle appeared to be jammed. Upon closer inspection the needle was bent and sitting proud at distal end of scope still unable to retract due to the acuteness of the bend. Scope was removed from patient with needle exposed on end of scope. Upon closer inspection of the needle, it was deemed to be bent at approximately 120 degrees. The only way to remove the needle from the scope was to cut at distal end and remove the needle from tip of scope. No harm came to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end distal end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. Upon closer inspection the needle was bent and sitting proud at distal end of scope still unable to retract due to the acuteness of the bend. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a. Was the device used in a tortuous position? N/a. Was puncture of the target site difficult? Yes. Please describe the anatomical location of the intended target site (, lungs ). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. To be confirmed. Please describe the size of the intended target site. To be confirmed. If not with the device in question, how was the procedure performed and/or finished? No information. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? N/a. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? No information. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? N/a. When was the issued with the product noted? On needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. Was the stylet partially removed when advancing the needle into the target site? N/a. How many samples were obtained (passes completed) with this needle? None did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, if an ebus procedure did the needle tip hit the cartilage rings of the trachea?n/a

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1962549 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1962549. The notes section of the instructions for use, ifu0051-9, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051-9). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to advancement into a hard lesion as per additional information puncture of the target site was difficult. This could have led to the distal end of the needle to kink as per complaint description ¿needle was inserted into tissue on the first attempt to gain sample and subsequently bent whilst attempting to gain said sample¿ resulting in the needle not being able to retract fully into the sheath when removing the device from the patient. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 03-jan-2023 and an update to the investigation conclusions.